Event description:
A caller reported a malfunction on the pump with a malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the process, and confirmed that the same malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any issues reappeared. The caller acknowledged and understood the resolution.